Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cracked touch screen issue could not be verified but the alleged unresponsive touch screen issue was verified. Additionally, a different issue was identified (damaged display).